Manufacturer narrative:
H3. Analysis of the desktop charger 37761 (serial #:(B)(6)) revealed "complaint unverified, frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller states the recharger will not charge. Caller states it has been plugged in all night and all day and the battery on the bottom is blank and doesn't move. Agent asked if patient gets any error code and caller states it shows that it is trying to charge and if they moves it around they loses signal. Caller also states the cord is kind of loose going into it. Agent advised to reset the recharging device in the meantime. The troubleshooting steps that were taken on the call did not resolve the issue. A replacement recharger and power supply was sent out. No symptoms were reported.